Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 66. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem of alarm 66 was confirmed during device evaluation. The sensor board was found to be damaged. The device was not repaired therefore an assignable cause not definitively determined. Should additional relevant information become available, a follow-up MDR will be submitted.